Manufacturer narrative:
The investigation is currently pending. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported during surgery, the surgeon was implanting a 2.3 variable angle screw and tightening it down in the final turns when the driver tip broke. The surgeon tried to get the tip out but failed. The tip was left in the patient and the doctor burred the tip flush with the screw. The surgery was completed after a 30 delay which increased the patients time under anesthesia. No other adverse patient consequences were reported. This report is related to report number 3025141-2024-00664 for the screw involved in this event.

Manufacturer narrative:
The reported 2.3mm x 16mm lkg variable angle screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the 2.3mm x 16mm lkg variable angle screw (part number 30-2316) batch/lot number is unknown. Based on the information received, the root cause could not be determined. However, the reported 1.5mm hex driver tip, locking groove was returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The 1.5mm hex driver tip, locking groove (part number 80-0728, batch number 576380) was examined visually under magnification. Torsional and oblique fracture patterns were identified at the hex tip. The fracture originated at the smooth shaft, at the base of the transitional radii that led to the hex tip. An angled fracture surface (approximately 45 degrees) was observed, transitioning to a flat fracture plane transverse to the long axis of the driver where the flats of the hex tip began. The broken driver measured 2.677" long, indicating that the fractures occurred approximately .073" inches from the end of the driver's tip. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axis, while an oblique fracture pattern likely indicates some side loading (bending), away from the driver's central axis, was also applied to the hex tip. Hex tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. This increased resistance can have many contributing factors such as encountering dense bones, inadequate pilot hole depth, or possibly improper surgical technique. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: type of investigation code (annex b): updated 10. Investigation findings code (annex c): updated to 3243. Investigation conclusions code (annex d): updated to 4315.